Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be duplicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the device went to "exiting" for an extended period of time as the site were on the acquire scans screen in the software. Ctrl+alt+backspace rebooted the system with no issue. The site decided to use a second navigation device for a subsequent procedure. There was no patient present at the time of the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.